Event description:
It was reported that following implant of the atrial lead, the patient was experiencing ventricular tachycardia. A drop in sensing and threshold values was observed. A chest x-ray showed that the lead had dislodged into the ventricle. The lead was explanted and replaced.